Event description:
It was reported that the patients device was no longer working and was not giving adequate pain relief. It was also stated that there was a slight migration. The patient underwent a revision procedure wherein the leads were removed, and a paddle lead was added. The patient was doing well post operatively. The explanted devices were discarded by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(4); batch: (B)(4).